Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
I need to open another complaint for pump #(B)(4) implanted into patient on (B)(6) 2016 and explanted (B)(6) 2016. No harm to the patient and I am trying to get this pump returned also for evaluation. They were unable to do the haps study on the patient so replaced it with another pump. If this pump turns out to be defective we also need to replace it at no charge as well. On 5/17/16 per rep: product code is ap03000h, no delays, alert date is (B)(4) 2016.

Manufacturer narrative:
Correction: device available for evaluation?, device evaluated by MFR? Additional info: device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. The pump was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records indicated that this pump performed per manufacturing specifications. This pump met all testing requirements during the manufacturing process. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed.